Manufacturer narrative:
Review of the DHR for this device was conducted, the chair was built according to specification. Investigation into the incident determined that excessive force was placed on the push handles which lead to the failure of the component bond. The tilite user manuals state the following."regularly check to make sure the push handle grips are securely seated on the back canes so they will not rotate or slip off" and "never attempt to lift a wheelchair by lifting on any removable (detachable) parts, including upholstery, and removable push handles or push handle grips." Root cause was determined to be excessive force placed on the handles by the end user/care giver. To prevent possible misuse of the product in future products, tilite conducted a design change to reinforce the push handles to withstand this excessive force.

Event description:
The user's mother reported that the push handle rubber grips became loose on the chair's push handles and eventually came off the chair. The grips coming off of the chair resulted in the daughter (user) breaking a tooth.